Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a portion of powerpicc catheter. The depicted device was implanted and the visible portion included the extension tubing, luer adapter and clamp. In both photographs, the clamp was observed to be fractured on one side. The fracture edges appeared regular. Light discoloration was observed in the vicinity of the fracture. While clamp damage was observed in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include chemical degradation and material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "voicemail received from patient's mom stating the clamp on PICC broke. Called back and spoke with mom. She states her daughter has a bard powerpicc single lumen and the clamp cracked and will not stay closed. She wants to know if there is an extension tubing clamp to clamp the PICC. States the PICC was placed in (B)(6) 2019. Advised they can add an extension tubing with a clamp or discuss replacement with md." On (B)(6) 2020: patient reported "the PICC line is used to treat my dehydration and this particular line was has been in place since of (B)(6) 2019. I noticed the clamp broken on (B)(6) 2020 but had previously noticed it's questionable reliability in the week prior due to frequently discovering it unclamped."